Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was returned for examination; no longer have it to verify. Customer thinks it was also a cable breakage issue, but it's not actually worded that way in the adverse event report written by the users. Customer states that when preparing the return package, the cable was observed broken. There was no material missing from the device. There were no functional issues related to cautery. There were no issues relating to the ono-intuitive or uncontrolled motion. There was no reported issue with the instrument loosening while grasping tissue. The customer reported that the forceps were on standby, meaning they were not in use but were inserted intra-abdominally. The ibode heard a "clack" sound and noticed that a cable at the tip had broken. The ibode replaced the forceps and performed a "materiovigilance".